Manufacturer narrative:
Due no product was returned, the complaint could not be confirmed. Definitive conclusions cannot be made without a device to evaluate. Accurate investigation and evaluation were not possible. The product met specifications upon release to distribution. If relevant information becomes available to assist with evaluation, the complaint will certainly be revisited. Evaluation codes updated. Reporter: health professional occupation: health care professional

Event description:
It was reported that during an acl case, while positioning the aimer, the tip broke and with the use of grippers was pulled out. No signicant delay and no patient injury was reported.